Manufacturer narrative:
Including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4, d5 and e4 are unknown. No product information has been provided to date.

Event description:
It was reported that the fluid warmer had low volume and over temperature was not going off correctly. No additional information was available. No patient involvement or injury was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found lcd missing pixels, faulty speaker, corroded drain fitting, cracked tank cover, and faded line cord. Functional testing found the volume from the speaker was off and the over temp alarm was out of calibration. The root cause of the reported issues were found to be a faulty speaker on the printed circuit board (pcb) but unable to determine how the over temp setting got off spec. Replaced the printed circuit board (pcb), recalibrated and the device passed all functional testing.